Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 12. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.